Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the evaluation.

Event description:
A report was received that alleges that the endotracheal tube was in situ, found tube to be kinked at the back of oropharynx. The endotracheal tube was removed and replaced. No injury or adverse effects reported.